Event description:
During review of the event history log, it was determined that a "repeating pattern of downstream occlusion alarms" suggests that the device was falsely alarming for "downstream occlusions." The occurrences suggest a device malfunction. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received the device in question. Review of the event history log confirms the "downstream occlusion alarms." It was also observed that the input output printed circuit board (I/o pcb) was found to be out of specification. It was determined that this was the cause of the false alarms and as a result, the I/o pcb has been replaced.